Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, when the clamp test was performed, the jaws could open/close. Moreover, the tips of the jaws were pinched, and they were able to be inserted into the trocar; however, eventually, the jaws did not close properly, so even though trying to clamp the tissue, it slipped because the jaws did not close. Another reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #p4b0917); sigphandle, sig power sigadaptstnd linear adapter, (serial #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.